Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. It was reported that after a pulmonary vein isolation (pvi) and cavotricuspid isthmus (cti) were finished, it was confirmed that a pericardial effusion was present. A pericardiocentesis with removal of 200 ml of fluid was performed. After that, the patients¿ blood pressure became stable, so the hemostasis was conducted, and the patient left the room. This event was noted after pvi and cti were finished. Interatrial septal puncture was performed. Ablation was performed before pericardial effusion or tamponade was identified. A steam pop was not confirmed. Irrigation catheter was used with typical default settings. It was additionally reported that when the soundstar eco sms 8f catheter was placed into the right atrium (ra), error 6150 occurred. The issue was resolved by changing the catheter to another one. Additional information was received on the event. The physician mentioned that bwi product malfunction did not cause this adverse event. The operation of the coronary sinus catheter (not bwi product) may have caused this adverse event. The patient outcome of the adverse event is improved. The patient required extended hospitalization because of the adverse event, but details are unknown. A smartablate generator, vizigo sheath and slo needle were used. The event occurred during the ablation phase. The force visualization features used were dashboard & vector. The parameter for stability used was fot. The additional filter used with the visitag was fot. The color option used prospectively was tag index. On (B)(6) 2022, the patient was discharged uneventfully. The physician commented that the issue was not causally related to the product. The physician said that the coronary sinus catheter (beeat) was difficult to enter at first, and the catheter was repeatedly inserted and removed, and eventually, it might be the cause by the catheter entered a very deep space. This complaint will be conservatively reported as ablation took place before cardiac tamponade was identified; therefore, the thermocool® smart touch® sf bi-directional navigation catheter cannot be excluded as a potential cause. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure and it may require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The magnetic sensor error issue was assessed as not MDR reportable. The incidence of magnetic sensor error is easy detectable by the user. The catheter is inoperable, since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote.

Manufacturer narrative:
Additional information was received on 22-mar-2022 providing the patient¿s age. The patient is 80 years old. Therefore, updated section a. Patient information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 22-mar-2022, noted a correction to the 3500a initial as the physician information was omitted. Therefore, updated section e. Initial reporter.

Manufacturer narrative:
The investigation was complete on 24-mar-2022. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30661671l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).